Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went through the washing machine. The device was in their pants that went to the washer. The customer¿s blood glucose level was unknown. Troubleshooting was not completed because the device was dead. The device will be returned for analysis.

Manufacturer narrative:
Findings: insulin pump received with blank display due to moisture damage on electronics and motor assembly. Unable to perform any tests due to blank display. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, peeling keypad overlay and minor scratches on display window noted.